Event description:
Technician alleged that the side rail is not latching in the upward position. No patient impact.

Manufacturer narrative:
The technician replaced the side rail latch pin and spring to resolve the issue.